Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the clinic with their cardiac resynchronization therapy defibrillator (crt-d) beeping. Upon interrogation it was noted that another manufacturer's right atrial (ra) lead exhibited high out of range impedance measurements of greater than 2000 ohms. Boston scientific technical services (ts) was consulted on how to stop the beeping tones. Ts noted that clearing the out of range impedance measurement would stop the beeping. The physician opted to continue to monitor the patient. It was noted that the patient missed their next follow-up visit, thus no further evaluation has been performed. At this time the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the crt-d and another manufacturer's ra lead continue to exhibit high out of range pacing impedance measurements. Review of the remote home monitoring data noted that the fluctuations in impedance measurements are abrupt. Oversensing of noise leading to inappropriately stored atrial tachy response (atr) episodes are also occurring. Boston scientific technical services (ts) reviewed the episodes and determined the noise was from the crt-d sensing the minute ventilation signal. Ts suggested bringing the patient in and turning off the respiratory rate sensor. The clinic has opted to continue to monitor the patient and continue with the scheduled appointment in three months. The crt-d and ra lead remain in service and no adverse patient effects were reported.